Event description:
Surgeon trialed a 3/11mm ps insert. He ran the knee through a range of motion and asked for a triathlon #3 11mm ps insert to be opened. He impacted the 3/11 triathlon ps insert. After impacting he realized this insert did not fully seat. He removed this insert with a 1/4" osteotome. He asked for another triathlon 3/11 ps insert to be opened. This insert was impacted and was properly engaged into the triathlon baseplate. The knee was closed.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
Corrected data: lot #: mmp9r9, expiration date: 11/30/2018, other # (sterile lot #): msgmr01e1, device manufacture date: 11/03/2013. An event regarding difficulty assembling a triathlon tibial insert to the baseplate was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: a review of the provided x-ray images by a clinical consultant concluded with regard to the indication for the revision surgery: "the likely cause of the subluxated tibial insert in this case was failure to fully seat the insert at the primary revision surgery. As noted in the material analysis report, no manufacturing or material defects were noted on the explanted tibial insert." It is noted the provided medical records did not include any information regarding the intraoperative event investigated in this pi. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported assembly difficulty determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon trialed a 3/11mm ps insert. He ran the knee through a range of motion and asked for a triathlon #3 11mm ps insert to be opened. He impacted the 3/11 triathlon ps insert. After impacting he realized this insert did not fully seat. He removed this insert with a 1/4" osteotome. He asked for another triathlon 3/11 ps insert to be opened. This insert was impacted and was properly engaged into the triathlon baseplate. The knee was closed.